Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
According to the reporter, during a procedure, the kidney-shaped balloon detached from the 10mm trochar and remained in the patient. The balloon was removed immediately by the doctor. No injury noted to patient.